Manufacturer narrative:
(B)(4). This product is currently undergoing analysis. This report will be updated upon its completion.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. End of life (eol) was declared as a result of extended charge times. The device was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Event description:
--